Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital following multiple near syncopal episodes. Review of device memory revealed noise and oversensing resulting in pacing inhibition. The noise was unable to be reproduced and no additional episodes were observed. The cause of the episodes was undetermined. The health care professional (hcp) inquired about (B)(6) interference. Boston scientific technical services (ts) discussed distance recommendations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the local field representative that the pacing inhibition resulted in less than two consecutive seconds of asystole. Programming changes were made and no additional episodes of noise and oversensing were observed. Subsequently, the device was explanted and replaced for normal battery depletion approximately two weeks later. The pace/sense portion of the rv lead was surgically capped and abandoned and a new rv pace/sense lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.